Manufacturer narrative:
Device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-04 -2024, patient faced adhesive issue with four infusion sets fell off during use. The first and second occurrence occurred on april 20, 2024; the third and fourth on april 21, 2024. Patient used infusion set for less than one day. Patient replaced infusion set and resumed insulin deliveries successfully no further information available.